Manufacturer narrative:
Correction: additional information was received from the complainant on may 10, 2023, with a photo of the complaint device showing that the coil was detached, and the stent was kinked, not fractured, outside the patient noted during unpacking. Due to the additional information received, the event is no longer considered reportable. Additional information: blocks a1, a2, b5 and h6 have been updated based on additional information received may 10, 2023.

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was to be used during a ureter stenosis procedure in the ureter, performed on (B)(6) 2023. During preparation, it was noted that one side of the ureteral stent was fractured. Another percuflex plus ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on may 10, 2023, with photo showing that the device was instead kinked, with no fracture noted, and the coil was detached.

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was to be used during a ureter stenosis procedure in the ureter, performed on (B)(6) 2023. During preparation, it was noted that one side of the ureteral stent was fractured. Another percuflex plus ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.